Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: staff stated camera wouldn't fully focus. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable due to the sterilization cycles and/or bending, kinking, high force impact or other damage to the cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a blurry image.